Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. Based on the information provided, the balloon rupture appears to be due to case circumstances. It is likely that the rupture occurred due to interaction with lesion calcification. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 6.0x20 mm armada 35 balloon dilatation catheter (bdc) was advanced to the mildly calcified, right superficial femoral artery. The bdc was inflated to nominal pressure but ruptured with the first inflation. The bdc was removed from the patient. Another armada, a 6.0x40, was successfully used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.